Manufacturer narrative:
Medical device problem code a0401 captures the reportable event of cutting wire broken. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in a procedure for cholangiocarcinoma performed on (B)(6) 2020. During the procedure, when the physician used the device to cut, the device broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the cutting wire was broken, blackened and kinked. The working length was free from obvious kinks and bends. The device was observed under magnification and the cutting wire was broken, blackened, and bent/kinked from the proximal pierced hole. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if the cutting wire was activated before use which may cause premature cutting wire fatigue and may compromise the cutting wire's integrity. Not verifying that the cutting wire has exited the endoscope while electrical current is applied, and not maintaining direct and constant contact with tissue when applying electrocautery current could also contribute to wire breakage, as well as excessive power which may damage the integrity of cutting wire, according to the instructions for use. Additionally kinking/bending the cutting wire can lead to break it. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in a procedure for cholangiocarcinoma performed on (B)(6), 2020. During the procedure, when the physician used the device to cut, the device broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.